Event description:
A report was received that the trial patient had issues with impedances. The lead and lead splitter looked frayed as the physician was trying to pull it during the lead pull.

Manufacturer narrative:
Sc-3400-30 (sn (B)(4)) device evaluation indicated that the lead splitter passed visual, electrical, photographic imaging and mechanical tests performed. The complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibited normal device characteristics. Sc-2316-50e (sn (B)(4)) device evaluation indicated that the lead body was fractured/kinked at the proximal end just before the retention sleeve. X-ray inspection of the lead revealed that multiple cables were completely broken at the fractured/kinked location of the lead. The broken cables resulted in the reported complaint of high impedance.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the trial patient had issues with impedances. The lead and lead splitter looked frayed as the physician was trying to pull it during the lead pull.